Event description:
This case was initially received via regulatory authority (reference number: mw5102779) on 17-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain before periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine, metformin and semaglutide (ozempic). On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant) and heavy menstrual bleeding ("after essure, I developed heavy periods causing anemia"). On an unknown date, the patient experienced anaemia ("I developed heavy periods causing anemia") and autoimmune disorder ("I have symptoms of an autoimmune disease but no dr can figure out what's the issue"). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, anaemia and autoimmune disorder outcome was unknown. The reporter considered anaemia, autoimmune disorder, heavy menstrual bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 17-aug-2021. The most recent information was received on 25-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of premenstrual pain ('severe pelvic pain before periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine, metformin and semaglutide (ozempic). On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced premenstrual pain (seriousness criterion medically significant) and heavy menstrual bleeding ("after essure, I developed heavy periods causing anemia"). On an unknown date, the patient experienced blood loss anaemia ("I developed heavy periods causing anemia") and autoimmune disorder ("I have symptoms of an autoimmune disease but no dr can figure out what's the issue"). Essure treatment was not changed. At the time of the report, the premenstrual pain, heavy menstrual bleeding, blood loss anaemia and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, blood loss anaemia, heavy menstrual bleeding and premenstrual pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.